Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is allegation of white particles in the device and welt on both sides of face under the eyes, headache and asthma. There is patient harm or injury. Patient sought medical intervention and was prescribed prednisone. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, type of reported complaint and health impact grid in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is allegation of white particles in the device and welt on both sides of face under the eyes, headache and asthma. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.